Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, it was reported that the patient experienced severe and constant pain in the right ear for the past 18 months (specific date not reported). The patient also reported a stabbing sensation and described feeling as though the implant was pushing against the skin. The patient had multiple visits to the emergency department and follow-up with a pain management center. The patient also underwent transcutaneous electrical nerve stimulation therapy (specific date not reported) and was administered morphine and nitrous oxide (specific date, type, and duration not reported); however, the issue could not be resolved. The patient subsequently did not wear the sound processor for several months. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported).